Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that right atrial (ra) lead and right ventricular (rv) lead were reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high and undefined impedance was noted on the right atrial (ra) and right ventricular (rv) leads in both configurations. The leads remain in use. No patient complications have been reported as a result of this event.